Event description:
The facility ot stated the lock mechanism for the unit is broke. He stated they have pulled it out of operation so that no one may get injured. The lot number is what he provided he stated he could not find any other reference numbers. The ot stated that they have had this unit for years.